Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced lead migration after a fall and lost stimulation. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the lead was explanted and replaced with two new leads. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.